Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During follow-up, oversensing, inadequate capture, and sensing issues were noted on the right ventricular lead. Diagnostic imaging was performed and lead dislodgment was confirmed. A lead revision was attempted but the lead helix was unable to retract/ extend. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece with the helix partially extended and clogged with dried blood/tissue. An x-ray inspection found the inner coil to be over-torqued at the connector region, which is consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damage consistent with procedural damage. The reported events of oversensing, high capture threshold, and low sensing were not confirmed. The inability of the helix to extend and retract was confirmed.